Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 225cc mentor memorygel breast implant, catalog #3507225bc, lot #233756. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with 225cc mentor memorygel breast implants. Magnetic resonance imaging was used to diagnosis bilateral rupture on (B)(6) 2018. The left sided rupture was noted to be more pronounced than the right sided rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-02740 for contralateral prosthesis report).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/9/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 225cc mentor memorygel breast implants. Magnetic resonance imaging was used to diagnosis bilateral rupture post procedure. Upon receipt by mentor, the gel contained in the device appears clear. Red material was observed within the device. Gel was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 12 cm on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor performs 100% inspection and testing of all devices prior to release. Regarding the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/6/2018 mentor received additional information regarding an explant date being set for the patient. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7/4/2018. The event date has been updated. The serial number of the product has been obtained. The mentor failure analysis lab received the device for evaluation on 7/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).